Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that 10 years post implant the impedance is in the 200-300 ohm range with less than 200 ohms occationally. Recent interrogation revealed detection due to noise. Device remains implanted. No patient complications have been reported as a result of this event.

Event description:
It was reported that 10 years post implant the impedance is in the 200-300 ohm range with less than 200 ohms occasionally. Recent interrogation revealed detection due to noise. It was also reported that there was an alert for the superior vena coil of the right ventricular lead for high impedance. The coil was capped and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that 10 years post implant, the impedance is in the 200-300 ohm range with less than 200 ohms occasionally. Recent interrogation revealed detection due to noise. Device remains implanted. No patient complications have been reported as a result of this event. It was further reported the lead is being replaced.